Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she was recently transported via ambulance and hospitalized due to a 490 mg/dl blood glucose level. The customer reported that she had fluctuating blood glucose levels dropping as low as 60 mg/dl. Customer stated that usually the insulin pump would go into threshold suspend, but this time she wasn't given any warning. Blood glucose level at the time of the call was 217 mg/dl. The customer will not return the device for analysis.